Event description:
It was reported that the arm stopped midway, then suddenly dropped. There was a moving sound at first, but it stopped, and after the sound ceased, the arm dropped. No serious injuries or clinically relevant delay in treatment was reported.